Event description:
Reportedly the anvil was properly attached (heard click) stapler fired, upon opening (2 full turns) the anvil did not tilt and the surgeon had difficulty removing the instrument. Opened one more full turn and the anvil detached. The anvil was manually removed at which point the anvil tilted. Also reported a "tiny serosal tear above anastomosis, stitched up, however, anastomosis was fine". Sutured serosal tear caused by manual removal of the anvil.